Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 125 ohms. The shock impedances have gradually been increasing over time. It was noted, the patient had received several inappropriate high energy shocks due to atrial fibrillation (af). The high energy shocks that were delivered were between 59 ohms and 86 ohms. Around the time of the high energy shocks, the daily shock impedance measurements were either 90 ohms or 132 ohms. Technical services discussed possible causes for the issue and provided troubleshooting options. The physician elected to change the shock impedance alert to 150 ohms and will continue monitoring the patient. No further actions were taken. At this time, this rv lead remains in service and there were no adverse patient effects reported.